Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's right atrial (ra) lead displayed pacing impedances of greater than 2000 ohms. Impedances had previously been running in the 500-700 ohm range. When the device switched to unipolar configuration, noise was seen. The patient was seen in office for device testing. The ra lead was programmed to bipolar sensing and unipolar pacing. The patient will continue to be monitored. There were no adverse patient effects reported.